Event description:
A customer reported that a blunt knife was observed during a procedure. The knife was exchanged and the case was able to be completed without any harm to the pt. This is the first of two reports for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to the blade. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. The exact cause for this complaint is unk, improvements have been made to the mfg process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).